Manufacturer narrative:
Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2015, 5076-52, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a warning for out of range impedance measurement below the programmed limit. The lead remains in use. No patient complications have been reported as a result of this event.